Manufacturer narrative:
The concentrator was returned to invacare for evaluation, which was completed on (B)(6)2020 . On the control panel, it was observed that the hour meter had fallen out of its position, and the power switch had popped out. The filter access door was missing from the back of the concentrator, and the inlet filter housing had cracks. It was observed that the cabinet's top mounting screws had broken and the retaining clips came off, allowing the cabinet to separate on both sides. The tubing from the sieve beds to the pe valve and regulator was darkened. There were also dark marks on the interior of the cabinet. It was determined that the regulator had failed, breaking off from the top of the product tank, which was pushed downward causing deformation to the sound box. This failure allowed sieve material to escape the system, leaving white debris throughout the device. The evaluation findings are consistent with the prior analysis that the product tank experienced an over-pressurization event.

Event description:
Invacare received a letter from the dealer stating that the patient's daughter reported that the irc5po2v concentrator exploded. The daughter advised that the patient was using the concentrator, she heard a loud boom, and when she went to check on the noise, she discovered that the back of the concentrator had blown off.

Manufacturer narrative:
Photographs of the concentrator were provided. They show that the unit's front and rear shrouds are separated. The unit's internal components are not clearly visible, but from what can be seen, it appears that the tubing to the left sieve bed is discolored. The inlet filter and broken pieces of the product tank cap were displayed next to the concentrator. This incident is being reported to the FDA out of an abundance of caution based on the evidence that the product tank experienced an over-pressurization event. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Also, the concentrator has exceeded its expected life of 3 years. It was requested that the concentrator be returned to invacare for further analysis. Once the unit has been received and evaluated, a supplemental record will be filed.

Event description:
Invacare received a letter from the dealer stating that the patient's daughter reported that the irc5po2v concentrator exploded. The daughter advised that the patient was using the concentrator, she heard a loud boom, and when she went to check on the noise, she discovered that the back of the concentrator had blown off.